Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced feeling unwell, vomiting and thought she had a stomach flu. When the patient got a severe headache in the afternoon and started to hallucinate, a friend called an ambulance. When a fingerstick was taken the cgm reading was 11.8 mmol/l, and the blood glucose reading was 30.0 mmol/l. The patient was brought to the hospital and was admitted into the ICU. The patient was treated with intravenous insulin, fluids, and saline. The patient also received antibiotics as they had an infection ¿in their body¿, but no further details were given regarding this. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable, but it was unknown how much time the patient had been admitted. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on approximately (B)(6) 2025, the patient experienced feeling unwell, vomiting and thought she had a stomach flu. When the patient got a severe headache in the afternoon and started to hallucinate, a friend called an ambulance. When a fingerstick was taken the cgm reading was 11.8 mmol/l, and the blood glucose reading was 30.0 mmol/l. The patient was brought to the hospital and was admitted into the ICU. The patient was treated with intravenous insulin, fluids, and saline. The patient also received antibiotics as they had an infection ¿in their body¿, but no further details were given regarding this. The patient was discharged from the hospital on september 18, 2025. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).